Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device not returned.

Event description:
The patient initially complained that for three weeks prior to (B)(6) 2019, his coaguchek xs meter serial number (B)(4) only measured the same value of 3.0 inr. He later called on (B)(6) 2019 stating that he had an erroneous result from the meter on (B)(6) 2019. On (B)(6) 2019, the patient tested a sample using the meter, resulting with a value of 3.8 inr. Later that same day, the patient experienced a breathing issue due to his chronic obstructive pulmonary disease and he went to the hospital. At the hospital, a sample from the patient was tested in the laboratory using the siemens innovin method on a bcs xp analyzer approximately 3 hours after the meter test, resulting with a value of 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient has no concerns with hematocrit levels. The patient does not have lupus or antiphospholipid antibodies. The patient does not take any other blood thinners. The patient did not have symptoms of high inr. The patient has not had any changes in diet or medications (including warfarin). The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention controls and retention master lot strips. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. No information was provided that would point to a cause for the result discrepancy.